Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The patient's old concentration/dose was listed as 25 mg/ml at 1.801 mg/day and the patient's current concentration/dose was listed as 25 mg/ml at 2.246 mg/day. It was reported the patient experienced a change in therapy effect. The reporter stated the healthcare provider (hcp) increased the pump too much and the patient went into a state of confusion and ended up in the emergency room (ER). It was noted the nurses in the hcp office were scared to increase the patient's pump because of the incident. The patient has other oral medications because of his chronic pain conditions. The reporter stated the hcp's office will not help with increasing of the pump or alternatives to address the patient's pre-existing pain condition. The patient's pre-existing pain condition was the reason for the pump implant. They have not talked to the hcp and the patient requested a physician's listing. It was reported the hcp increased the patient's morphine. The dates and percentages were as follows: (B)(6) 2015 the patient received a 25 percent increase, (B)(6) 2015 the patient received a 20 percent increase (25 mg/ml at 1.801 mg/day), (B)(6) 2015 the patient received a 25 percent increase (25 mg/ml at 2.246 mg/day), (B)(6) 2015 the pump medication was turned down because the patient experienced a state of confusion, (B)(6) 2016 the patient received a 7 percent increase (25 mg/ml at 1.601 mg/day) and (B)(6) 2016 the pump was increased again (25 mg/ml at 1.779 mg/day). It was noted th e decrease on (B)(6) 2015 resolved the incident where the patient experienced a state of confusion. The patient still needed more increases to get to a therapeutic dose. The patient was advised to discuss concerns and next steps on how to get to a therapeutic pump dose safely with the hcp. Additional information was received that the dose was decreased and this resolved the incident where the patient experience a state of confusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was not receiving therapeutic effect yet. They patient had been let go by their provider before reaching a therapeutic dose and they were in the process of finding a new managing physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.